Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue occurred approximately 2 weeks prior to contacting lfs for assistance. He tested his blood glucose and received a value of "hi" (>600mg/dl) which he felt was high as compared to his normal readings. The patient stated he manages his diabetes with humalog insulin and is a self adjuster. The patient stated 2 hours later, he increased his dosage of humalog insulin (dose unknown) in response to the alleged high result and became "shaky, weak and jittery." The patient denied receiving any form of medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct. A quality control solution test was not performed since the patient did not have the solution or test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.